Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. In addition, the user guide was reviewed and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the adverse event of peritonitis, characterized by severe abdominal pain and cloudy peritoneal effluent fluid. It is well established for those patients undergoing pd therapy are at high risk for infections of the peritoneum. The cause of the peritonitis can be attributed to nonadherence of aseptic technique during ccpd therapy on the liberty select cycler at home, as reported by the pdrn. This is further evidenced by a well-known microorganism that colonizes in human nares, skin and disruptions of the skin. Based on the required information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had an infection. Upon follow up with the peritoneal dialysis registered nurse (pdrn), it was reported this patient was hospitalized following symptoms of severe abdominal pain with cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture was taken in the hospital that presented with (B)(6), but a white blood cell count was not reported to the outpatient clinic. The patient was diagnosed with peritonitis due to nonadherence of aseptic technique during continuous cyclic pd (ccpd) therapy on the liberty select cycler at home. It was reported the patient had left the door open to the room and air conditioning was blowing directly to the area the patient was setting up and undergoing nightly ccpd treatments. The patient was prescribed intraperitoneal ceftazidime at 1000mg every day for 16 days. The patient was able to undergo ccpd therapy on a hospital provided baxter cycler and products (not fresenius products) during this admission. The patient had an uneventful hospital course and was discharged on (B)(6) 2020. The patient has recovered from this event and continues ccpd therapy on the same liberty select cycler at home post-discharge.